Event description:
The customer reported the kvp is not regulated. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the a300 card was not making contact. System repair status was not reported. This MDR is related to ge healthcare complaint.